Manufacturer narrative:
Product complaint # (B)(4). An empty opened foil, a labeled winding former and a used needle/suture of product code sxpp1a300, lot # pek861 were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects were noted on the barbs, only body fluids were noted, and the fixation tab was broken of the two sides appears to be use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of and the reported complaint was observed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a right lobectomy procedure on (B)(6) 2019 and barbed suture was used. During continuous suturing, when pulling the suture after the 1st stitch on the fascia, the fixation tab came off the suture. Further details are not provided. There were no adverse consequences to the patient.